Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced implant displacement and infection requiring an I&d and wound vac at 1 month.